Manufacturer narrative:
Additional manufacturer narrative: the product was returned for evaluation, but the product evaluation is still in progress. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm perimount valve implanted in the aortic position was explanted after an implant duration of approx. Nine (9) years and seven (7) months for unknown reason. An inspiris resilia valve model 11500a23 was implanted in replacement. The patient was noted as to be doing well and discharged to a convalescent center.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, the most likely cause is patient factors, including the patient history of coronary artery disease.

Event description:
Edwards received notification that a 290025mm valve implanted in the aortic position was explanted after an implant duration of approximately nine (9) years and seven (7) months due to valve calcific degeneration leading to stenosis. The patient was experiencing increasing dyspnea and high gradients before valve replacement. A 23mm inspiris resilia valve model was implanted in replacement. The patient was noted as to be doing well and discharged to a convalescent center.

Manufacturer narrative:
Updated b5, b7, d1, d2, d4, g3, g4, h6 h10: additional narrative this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The subject device was returned for evaluation. Customer report of calcific degeneration leading to stenosis was confirmed. X ray demonstrated commissures 1 and 2 were bent outwards. X ray demonstrated heavy calcification on leaflets 2 and 3 and moderate calcification on leaflet 1. Extrinsic calcific deposits were observed on both the inflow and outflow surfaces of leaflet 2 near commissure 2. The extrinsic calcification interfered with coaptation between leaflets 1 and 2 near commissure 2 and created a gap in the central coaptation region. Calcification restricted leaflet mobility and led to stenosis. Leaflet 3 had a 2mm tear near commissure 1 and calcification was evident near the tear. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects.